Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a blue plastic piece from the vasoview hemopro was found in the dissection tunnel in the pt's leg. It was reported to be from the scope wash tubing port, but it is unk how it got into the pt. It was retrieved from the original incision. A new kit was used to complete the procedure. There were no pt effects. The product was returned. (B) (4).

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 06/11/2010, for investigation. A visual inspection revealed that there were no non-conformities with the device. No detached pieces were returned. The complaint cannot be confirmed. A lot history review was performed, and there were no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B) (4).